Manufacturer narrative:
(B)(4).

Event description:
The customer reports: doctor found blood leakage on the hub between catheter.

Event description:
The customer reports: doctor found blood leakage on the hub between catheter.

Manufacturer narrative:
(B)(4). The customer did not return the actual sample; however, they did send one unopened representative ra-04122 set from lot#14f16j0415 for evaluation. In addition, they also provided a video showing an ra catheter attached to a syringe leaking from the base of the juncture hub. Evidence that the catheter was used can be seen in the video. The customer also supplied a photo showing two unopened ra-04122 sets. The representative catheter met all relevant dimensional requirements. The representative catheter was pressurized by injecting water into the luer hub using a lab inventory 10ml syringe with the distal tip occluded. No leaks were observed from any part of the catheter when it was pressurized. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product warns the user "warning: care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The report that the ra catheter leaked during use was confirmed through examination of the customer supplied video. The video showed an ra catheter leaking from the base of the juncture hub; however, the actual complaint sample was not returned for evaluation. A representative sample was returned and met all relevant dimensional and functional requirements. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the catheter leaking could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.